Event description:
It was reported that during unpacking for a percutaneous coronary intervention (pci) procedure, a hair was noted in the packaging. The packaging of the 12mm x 2.5 maverick 2 monorail was opened and a long hair was found inside. The device was disposed and a different device was used to complete the procedure. There was no pt contact.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.